Event description:
A report was received that the patient had difficulty charging and had swelling at the ipg site. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that database analysis revealed the battery discharge and charge profile were observed and revealed no anomalies. The device appeared to be working as expected. The patient was informed of the result.

Manufacturer narrative:
Additional information was received that the patient underwent revision procedure wherein an extension was added. The patient was still swollen postoperatively and was not able to charge.

Event description:
A report was received that the patient had difficulty charging and had swelling at the ipg site. The patient will undergo a pocket revision.

Event description:
A report was received that the patient had difficulty charging and had swelling at the ipg site. The patient will undergo a pocket revision.